Manufacturer narrative:
B5. Describe event or problem: updated common femoral artery to common femoral vein.

Event description:
It was reported that difficulty positioning occurred. Patient underwent a venogram procedure where the physician obtained venous access and did an initial intervascular ultrasound run. The target was a compression located in the non-tortuous and non-calcified common femoral vein. An 18x90x75cm venous wallstent was implanted, but it was noted that the distal tip was not expanding. An 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilation, but it would not track through the distal portion of the stent. A smaller 035 non-boston scientific balloon was switched which successfully tracked and expanded. The flow post-stent was unsatisfactory after shooting contrast on fluoroscopy. The physician made further access by first inserting the non-bsc balloon followed by the xxl balloon. After the first inflation, the xxl balloon ruptured. Inflation was quick, up and down, and was estimated to be under 30 seconds. The device was removed and replaced by a different model to complete the procedure. The wallstent fully expanded in which the case ended with a good flow. The stent struts were assumed to be stuck together, but after reviewing post-case, they may have initially stuck and stented the tip of the great saphenous vein instead of the common femoral vein in which it popped from the tip when post-ballooning. There were no complications reported, and patient status was stable.

Event description:
It was reported that difficulty positioning occurred. Patient underwent a venogram procedure where the physician obtained venous access and did an initial intervascular ultrasound run. The target was a compression located in the non-tortuous and non-calcified common femoral artery. An 18x90x75cm venous wallstent was implanted, but it was noted that the distal tip was not expanding. An 18-6/5.8/75 xxl esophageal balloon dilator was advanced for dilation, but it would not track through the distal portion of the stent. A smaller 035 non-boston scientific balloon was switched which successfully tracked and expanded. The flow post-stent was unsatisfactory after shooting contrast on fluoroscopy. The physician made further access by first inserting the non-bsc balloon followed by the xxl balloon. After the first inflation, the xxl balloon ruptured. Inflation was quick, up and down, and was estimated to be under 30 seconds. The device was removed and replaced by a different model to complete the procedure. The wallstent fully expanded in which the case ended with a good flow. The stent struts were assumed to be stuck together, but after reviewing post-case, they may have initially stuck and stented the tip of the great saphenous vein instead of the common femoral artery in which it popped from the tip when post-ballooning. There were no complications reported, and patient status was stable.